Event description:
It was reported that the device was explanted due to intermittent capture issue. It was reported that pauses were seen on the holter monitor and that the patient is pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a capture anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the field event remains undetermined.